Event description:
Immediately following the case the battery was placed in the charger. Shortly after being placed in the charger a surgery nurse heard an explosion and went to unplug the charger. While unplugging of the charger the other cell of the battery exploded spraying particles onto the nurse. The nurse did not suffer any burns or tissue damage.